Manufacturer narrative:
Section b5 event description updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) stating the paddle would get warm while charging and when in use, after 10 minutes it would get hot. Pt has received a replacement recharger and the issue is resolved with new one.

Event description:
It was reported that they are having trouble charging their implantable neurostimulator (ins) and mentioned it took an hour to reach 70%. Patient(pt) stated the issue started probably 2 months ago. Pt mentioned they set the intensity at 2. Pt also mentioned sometimes when charging the ins it will stop or finish but only reached 80%. During the call agent had pt to reset the controller, pt confirmed no visible damage inside the controller's compartment, port and recharger pins. Agent asked to blow into the port and clean the pins. Pt said the recharge was once replaced because its was getting warmer, pt mentioned the paddle was good during recharge session but after use its getting warm. Pt said when sitting or standing up it stops when charging the ins and also mentioned they charge the ins at night, it took 2 hours to fully charge the ins from 70%. Agent reviewed recharging best practices and asked pt to start the recharge session, pt said it went to poor recharged quality and suddenly showed the finished screen. Agent asked pt to check the charge level, it showed 100% for the controller and 90% for the ins. Agent sent a request to replace the recharger.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed worn donut, this does not impact the functionality of the recharger, peeling away on the donut cable, found no issues with finding or charging ins. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.